Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 1 devices were received for evaluation. Evaluation status: 2 events suggests the burs broke as a result of overload conditions. Additional information: 2 devices were labelled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device broke during use. There was patient involvement. Two events occurred during a cranial procedure. There was no patient impact.